Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that multiple cartridge alarms (6 and 1) occurred during bolus delivery. Reportedly, customer loaded a new cartridge and successfully resumed insulin delivery. Customer's blood glucose level was 400 mg/dl.